Manufacturer narrative:
Addition g5.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc161000j /10246957a UDI (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm. It was reported that the diameter of the aneurysm was 52 mm. On an unknown date, a follow-up test revealed a distal type I endoleak on the right and left sides. It was reported the diameter of the aneurysm enlarged to 70 mm. On (B)(6) 2020, the patient underwent a reintervention. The right internal iliac artery was embolized. Additional stent grafts were deployed to extend the right and left limbs to the bi lateral external iliac arteries. The endoleak was resolved and the patient tolerated the procedure.